Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound." ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. At the end of the procedure, the patient was acidotic with bleeding at impella sites with hypotension. The surgeon held manual pressure and noted the sheath backing out some. In addition, he had to advance/angle match to stop oozing. Protamine was given and the sheath repositioned. In addition, it was noted that the patient had increasing bleeding from an unknown site overnight. Packed red blood cell (prbcs) were given for low hemoglobin. The patient was placed on extracorporeal membrane oxygenation support.